Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed occurrences of battery inoperable alarms followed by power failure events. In-house testing was able to reproduce the reported device fault and determined that the complaint was due to a defective battery. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.